Event description:
The customer reported that, during preparation for use, there were white stains at the distal end of the device which could not be removed. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material at the biopsy channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material at the biopsy channel. The report of white stains on the distal end was confirmed. The objective and light guide lenses were cracked. In addition, the adhesive on the bending section cover was separated, the connecting tube was wrinkled, the universal cord was buckled, and angulation was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to incorrect or insufficient reprocessing. The event can be detected by following the instructions for use (IFU) which state: inspection of the instrument channel. The event can be prevented by following the instructions for use (IFU) which state: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control. Olympus will continue to monitor field performance for this device.